Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00565. It was reported the patient experienced lead migration (confirmed via x-rays). As a result, surgical intervention may occur later to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00565. Additional information obtained, identified the patient underwent surgical intervention (B)(6) 2019 wherein both leads were repositioned. Reportedly, the ipg was electively replaced. In turn, therapy was restored post operatively.